Manufacturer narrative:
The customer tried to calibrate after the erroneous results and got an ocr low error. The customer later indicated that the reagent pack was not prepared properly. Service visit was not needed.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low total bilirubin (tbil) results generated by unicel dxc 600 pro synchron chemistry analyzer. A total of 14 patient results were affected, and 11 of them were reported out of the laboratory. Subsequent testing in a different lab produced higher results. The customer indicated that patient care was not adversely affected.